Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon (rcd). Data transmission issues were also observed. Troubleshooting was performed and yellow lights were observed. The patient was referred to contact their clinic regarding the rcd. Additional information was received that this ICD has exhibited high out of range shock impedance measurements. Further information was received that this lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon (rcd). Data transmission issues were also observed. Troubleshooting was performed and yellow lights were observed. The patient was referred to contact their clinic regarding the rcd. Additional information was received that this ICD has exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service.